Event description:
(B)(4). I woke up one morning and couldn't move out of bed without help I have been told I suffer from herniated discs also pain in my hip leg and knees bottom of foot goes numb in (B)(6) I started lashing out at people for no reason I see black spots in my right eye I have been bleeding every two weeks for months I bleed after sex and is sometimes painful like a needle inserted in me no have a constant discharge and some times has a foul odor I get headache often and sometimes migraines w her I feel like throwing up my procedure was covered by my insurance